Event description:
It was reported that during a total knee replacement, blood was leaking into the surgical field. The cuff was repositioned, but the leaking continued. The procedure was successfully completed with this cuff and there are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is received, a f/u report will be filed.